Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. The customer also reported a blood glucose of 325 mg/dl. Customer stated they did not have any symptoms of high blood glucose. The customer did not feel okay to troubleshoot for the no delivery alarm. Customer was assisted with clearing the alarm. The customer was advised to change out their entire set. Customer will not return the insulin pump for analysis.